Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose level. Customer current blood glucose level was 30 mg/dl. Customer current blood glucose level was 240 mg/dl and 130 mg/dl. The customer was treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they were not using auto mode feature at the time of low blood glucose event. Customer was currently using insulin pump in manual mode. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleged that insulin pump was over delivering due to low blood glucose. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.